Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: sound star eco catheter (model# m-5723-17 serial# (B)(4)). Fixed lasso nav eco catheter (model# d-1349-02-s lot# 17446876l). The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf bi-directional nav catheter and suffered a cardiac tamponade, which required pericardiocentesis. A pericardial effusion was confirmed by intracardiac echocardiogram during the ablation for left pulmonary vein carina with using the smarttouch sf catheter. In addition, the patient's blood pressure dropped. The physician identified it as a cardiac tamponade. Pericardiocentesis was performed in which an unknown amount of fluid was removed and the patient then recovered. The patient has since fully recovered from the event. It is unknown if the patient required any hospitalization due to this event. There are no known factors that might have contributed to the event. The physician commented that contact force value was 40g with respiratory timing during the ablation with the catheter. It was noted that the physician felt that the event might have caused by conducting too much ablation. A transseptal puncture was performed with an unknown needle. The generator was in power control mode. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Originally, we reported that the device in the 3500a initial report was not approved by the FDA. However, biosense webster inc. Considered it a similar device and was reporting the event. This supplemental is a correction as the product was FDA approved. (B)(4).